Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in tubing). The patient was connected at the time of the alarm. It is unknown at what step of peritoneal dialysis (pd) therapy this occurred; the caregiver stated that the machine alarmed at 3 a.m. She could not clear the alarm, so she shut the machine off and discarded all supplies. Therefore, no information about the supplies is available. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was discarded and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.